Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, it was reported a ruptured cylinder. The ipp was explanted and replaced. There were no patient complications reported.